Event description:
On september 30, 1997 a 17 yr old female presented to the ophthalmologist. The pt had borrowed a pair of freshlook plano contact lenses from a friend. The pt's corneas became infected with serratia marcensens and klesbsiella oxyfoca. The ulcer was removed after one month, and as a result the pt has two corneal scars.